Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of dilaudid at 1 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was dismissed by his physician and he was trying to find a new doctor. It was stated that the patient's pump was empty and the patient was in withdrawal. This was considered a sudden change in symptoms. The event date was noted to be (B)(6) 2016. It was noted that the patient had 2 mg boluses. Additionally, the patient had a numbing agent in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.